Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction also the customer reported unexpected battery power loss and a low/short battery lifetime. The customer reported a blood glucose value of 210 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The event involved product(s) mmt-342, mmt-1884l, mmt-431aj. Troubleshooting was performed and the customer was not using the auto mode/smartguard feature at the time of the event also the customer was using the insulin pump with in 48 hours of the event. No further patient complications were reported. No product return is required for mmt-342. Mmt-1884l was requested and the customer response was the device would be returned. No product return is required for mmt-431aj.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current measurement test due to high currents. Unit was successfully download using thump for history files and trace files. Customer experienced an unexpected battery less than 7 days per the pump history records. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, pillowing keypad overlay. P-cap was attached and locked into place properly. Unable to confirm high bgs during testing. No current code and unexpected battery power loss and charge/battery lasts less than expected are confirmed due to high currents occurring during testing and isolated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.